Manufacturer narrative:
(B)(4). The customer returned a cvc set: 3-lumen 7 fr x 30 cm catheter for evaluation. Visual examination of the catheter revealed signs of use in the form of biological in the catheter and adhesive material on the outside of the catheter. After failing functional testing, the catheter's distal extension line was microscopically examined. A small hole in the extension line was found adjacent to the base of the distal luer hub. The edges of the hole appeared jagged. The appearance of the damage is consistent with damage that is caused when continuous tensile force is placed on the luer hub and extension line body, causing the extension line to be pulled out from the hub. The inner and outer diameter of the extension line were measured and were found to be within specification. The catheter was functionally tested by clamping the distal end and injecting water into both extension lines using a lab inventory syringe. When the distal line was pressurized, water leaked near the luer hub/extension line connection. No leaks were observed when the proximal or medial lines were pressurized. A manual tug test confirmed the medial and proximal luer hubs were fully secured on the extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line leak was confirmed by complaint investigation. A small hole in the extension line was found adjacent to the base of the distal luer hub. The edges of the hole appeared jagged. The appearance of the damage is consistent with damage that is caused when continuous tensile force is placed on the luer hub and extension line body, causing the extension line to be pulled out from the hub. The returned sample passed all relevant dimensional testing and a device history record review was performed, with no relevant findings. Based on the customer report that the leaking was only observed after a period of successful use and the appearance of the damage on the returned sample, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaint of this nature.

Event description:
The customer reports: the extension line of distal lumen was found leaking after 13 days of usage.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the extension line of distal lumen was found leaking after 13 days of usage.